Event description:
A customer reported they did not calibrate their freestyle meter for the test strips in use. In 2009, the customer received an unknown reading that was higher than they felt and reported experiencing a loss of consciousness. The time that elapsed between the reading and the loss of consciousness is unknown. Emergency responders were called and the customer was transferred to a health care facility where the customer received an intravenous line, medications (the specific medications are unknown), and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer contacted adc customer service in 2009 for training on how to calibrate their freestyle blood glucose monitor. The customer was trained over the phone and successfully calibrated their meter. The customer was also sent an new meter that does not require coding. The freestyle test strip insert instructs the user to verify the code stored in the meter matches the code on the test strip vial. The freestyle owner's booklet instructs the user to ensure accuracy. Make sure the code number on the meter matches the code number on the test strip vial are the same at all times.